Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported mitral stenosis could not be determined. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report the mitral stenosis. It was reported that this was mitraclip procedure to treat functional mitral regurgitation (mr) grade 4+. On (B)(6) 2020, an xtw clip was successfully deployed. Then an ntw clip delivery system (cds 00619u196) was advanced to the mitral valve, and the clip was deployed. However, pulling the grippers back per the instructions for use was inadvertently not performed. Post clip deployment , the ntw clip detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). As treatment for the slda, another clip was successfully implanted. Three clips were implanted, reducing mr 1-2. On (B)(6) 2020, the patient had clinically significant pre-ventricular contractions (pvs)s. Per physician, the slda ntw clip had more motion on the leaflet and was touching the ventricular wall, causing the pvs¿s. Additionally, the mr increased to 2. As treatment, the patient remained hospitalized and underwent a second mitraclip procedure. A clip (00325u145) was successfully implanted, stabilizing the ntw slda clip again. Post-procedure, the gradient had increased to 7mmhg after this nt clip was implanted. The gradient was left as is since the slda required this additional nt clip as treatment. No further treatment was provided. The pvc¿s resolved, the patient was extubated, and was in stable condition. One additional clip was implanted, reducing mr to 1. No additional information was provided.